Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1935103 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed the 6f/7f mynx grip vascular closure device (vcd) in the usual fashion but there was no sealant delivered/no tamp tube present. Hemostasis was achieved by manual compression for approximately 20 minutes without adverse effect. There was no reported patient injury. Upon picking up the device, the peg can be seen at the distal edge of the peg protective sleeve. The mynx vcd was stored in the procedure room under proper temperature and humidity levels. The device was prepped and used according to instruction for use (IFU). The product was stored as per labeling and opened in the sterile field. The device was used in conjunction with a 6f avanti sheath. The physician is a certified mynx user. The mynx vcd was used for an interventional coronary procedure. A retrograde approached was made. The patient had no relevant medical history and no relevant test/laboratory. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The patient did not have any relevant medical history. The patient had recovered after the mynx event and the length of stay was not impacted by the device failure. The device will be returned for analysis. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the physician deployed the 6f/7f mynxgrip vascular closure device (vcd) in the usual fashion but there was no sealant delivered/no tamp tube present. There was no reported patient injury. Upon picking up the device, the peg could be seen at the distal edge of the peg protective sleeve. The mynx vcd was stored in the procedure room under proper temperature and humidity levels. The device was prepped and used according to instruction for use (IFU). The product was stored as per labeling and opened in the sterile field. The device was used in conjunction with a 6f avanti sheath. The physician is a certified mynx user. The mynx vcd was used for an interventional coronary procedure. A retrograde approached was made. The patient had no relevant medical history and no relevant test/laboratory. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The patient did not have any relevant medical history. The patient had recovered after the mynx event and the length of stay was not impacted by the device failure. Hemostasis was achieved by manual compression for approximately 20 minutes without adverse effect. Other additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the procedural sheath was on the catheter polyimide shaft, covering the balloon and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The sealant sleeve was fully pushed back to the green handle, and the syringe was not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the procedural sheath was removed from the device. The shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The shuttle was advanced distally with no resistance felt. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1935103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.